Event description:
It was reported that the patient presented (B)(6) 2011 with a myocardial infarction and was treated with drugs only and angiography was performed. On (B)(6) 2011 the patient experienced cardiac arrest and after predilatation with a non-abbott balloon catheter at 6 atmosphere (atm) for 5 seconds, the 2.5 mm x 12 mm xience v stent was implanted at 8 atm for 20 seconds in the left anterior descending artery; post dilatation performed with a non-abbott balloon at 20 atm at 10 seconds twice. The procedure was completed without issue. On (B)(6) 2011 the patient experienced chest tightness and stent thrombosis in the distal half of the stent implant within a couple of millimeters of the distal edge was noted by angiography. The patient had a percutaneous coronary intervention procedure; an intra-aortic balloon pump (iabp) was placed and the lesion was dilated with a 2.5 mm x 15 mm non-abbott balloon catheter. No improvement was noted, however, a dissection was noted. A 2.75 mm x 28 mm xience v stent was implanted. Post-dilatation was performed with a 3.0 mm x 10 mm non-abbott balloon catheter at 20 atm for 10 seconds 5 times. The physician noted that there was no correlation between the thrombosis formation and the xience v stents as the patient stopped taking biaspirin from (B)(6) 2011 due to gastric ulceration and that approximately (B)(6) 2011 the patient had symptoms of paralytic ileus and the anti-platelet could not be imbibed effectively and may have had only 10 days of drug antiplatlet therapy (dapt). There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and thrombosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.